Manufacturer narrative:
D9: 8/1/2025. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed through by event history log but could not be duplicated. The malfunction was caused due to contamination with dirt in the latch lock sensor. The latch lock sensor was replaced.

Event description:
It was reported that the pump exhibited error code 41541, related to a motor system. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.